Manufacturer narrative:
Corrected information has been provided in b1 (is product problem) to capture the malfunction code. The cause of the suction was patient condition related as the alarms self-resolved or were treated with volume administration. The cause of the air in purge system was not determined since product was not returned and insufficient clinical details were provided. The cause of the clinical symptoms cannot be determined as insufficient clinical details were provided.¿

Manufacturer narrative:
A4 is unknown. No product was returned for investigation. The cause of the suction was patient condition related as the alarms self-resolved or were treated with volume administration. The cause of the air in purge system was not determined since product was not returned and insufficient clinical details were provided. The cause of the epistaxis, respiratory failure, major bleed, embolism, fever, and cardiac arrest cannot be determined as insufficient clinical details were provided. The device passed all post-sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced suction alarms. The patient was transfused fluid and one unit of packed red blood cells. Systemic anticoagulation was withheld for nasal bleeding post nasal-gastric tube placement. Air in the purge was resolved with de-airing. Suction alarms continued but self-resolved. The patient also had delirium and coded. The patient was treated with epinephrine and cardiopulmonary resuscitation (CPR). Additionally, the patient experienced acute respiratory distress syndrome and will possibly have a bronchoscopy today. The patient continued with treatment of bival and levophed. The patient was sedated and intubated due to bleeding issues around the endotracheal tube. Next, bivalirudin was withheld as a bronchoscopy was perfomed and clots were removed. Treatment with levophed continued. Another bronchoscopy was performed and blood was removed. The patient was transfused with one unit of packed red blood cells, bival was withheld, and the patient was scheduled for a tracheostomy and a percutaneous endoscopic gastrostomy (peg). Treatment with levosimendan and another unit of packed red blood cells was given. The tracheostomy and gastrostomy were declined by the patient's family. Due to another suction alarm the pump was repositioned via echocardiogram. After the patient was rolled he lost pulsatility. Levophed was restarted and pulsatility returned within 15 minutes. A peg was placed and resulted in bleeding so another unit of packed red blood cells was transfused. Sporatic loss of pulsatility continued. A tracheostomy was placed, and suction overnight. The patient was transfused fluids. The patient then experienced a fever and elevated white blood cell count. The patient was treated with dobutamine. Later, the impella was successfully weaned and the patient survived.